Event description:
The temporary pacer was returned to the manufacturer, analyzed, and subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis found that the upper/lower cases, ring cover and two side bails were broken. The ring was bent and the encoder flex was out of mechanical specification.